Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter had coring particulate matter. This was identified before use. There was no patient involvement. No additional information is available.